Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates, programmed with current date and time. The insulin pump passed functional tests. No reset anomaly noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump reset after delivering a bolus. Customer reported that all of his settings were lost and he had to reprogram the insulin pump. Blood glucose level was 422 mg/dl at the time of the call. The resertting issue was resolved and explained to the customer. No further information was provided.